Manufacturer narrative:
(B)(4) date sent: 2/7/2024. D4: batch # 400c75. Investigation summary : the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ec60a device was returned with the anvil bent upwards and with a gst60t reload loaded on the device. The reload was received partially fired 1/4. Furthermore, the anvil knife slot was noted to be damaged. No functional test was performed due to the condition. The event reported was confirmed and it is related to improper use of the device. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond the indicated thickness of tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected finished good quality assurance. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 400c68, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure that the device (ech60s with gst60t reload) would not clamp on tissue. Another instrument was opened (ec60a with gst60t). This instrument was able to clamp on tissue but failed after partially firing. Competitor instrument was brought in and also failed during firing. No further information was provided, procedure ongoing. There were no adverse consequences reported.